Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing via merlin@home transmission. No further information is available.